Event description:
Following a stent of the left femoral artery an angio-seal device was deployed in the right femoral artery without reported difficulties. Pt ambulated approx six hrs post-deployment and experienced extreme pain and swelling in the right groin. The pt was confined to bed rest and a femostop was placed on the pt and was left in place overnight. Sometime later, the pt became hypotensive and required four units of blood and an unspecified amount of hespan. An ultrasound confirmed a retroperitoneal bleed, however, the physician felt the incident was due to the anchor pulling throughout the vessel wall, causing a hematoma, rather than a retroperitoneal bleed. The pt did not require surgical intervention. It was reported that the pt was discharged three days later in satisfactory condition.